Event description:
Physician closed the arteriotomy using the closer-tsl6 device. After successful closure, patient developed a cold foot with loss of pulses. Reports from the field indicate that a dissection had occurred 2.5cm proximal to the perclose site. The patient underwent placement of a wallstent to correct the dissection. The patient recovered with no further incident.